Event description:
Pt came into the hosp on 1/3 for a tubal ligation. She had a serum pregnancy test performed. The result was negative. She then was taken to surgery for her tubal ligation. At some point during the week ending 1/24/97, the pt started cramping and went to her dr's office. An ultrasound was performed and an embryo of 7 1/2 weeks was found. She had her blood drawn and a quant hcg was performed (another icon serum test was also performed at this time). Quant was approx 17,000 miu/ml hcg and the serum test was positive with this specimen. The pt still has the living embryo inside her; the embryo was not aborted.